Manufacturer narrative:
Investigation results: one flexiva 550 laser fiber was returned in one piece with tip detached. The fiber measured approximately 277.8 cm from the top of the connector to the distal tip. Visual examination revealed that the exposed glass portion of the distal tip measured approximately 3.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 550 laser fiber was used in a flexible ureteroscope stone breaking procedure in the kidney on (B)(6) 2019. According the complainant, during procedure, it was noted that there was not enough power for laser activation with various settings that were applied to the patient. The procedure was completed with a flexiva 365 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.